Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, improper component placement and occlusion of device or native vessel. Furthermore, according to the IFU, indications for use and appropriate anatomy for use of the trunk-ipsilateral leg endoprosthesis includes an infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm with a minimum aortic neck length of 15 mm, and a proximal aortic neck angulation of less than or equal to 60°. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or >60° angulation of the proximal aortic neck.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the deployment of the trunk-ipsilateral leg component, the patient's left internal iliac artery was partially covered by the ipsilateral leg of the device, resulting in slow blood flow into the left internal iliac artery. Reportedly the partial coverage event was the result of the physician choosing a longer size (18cm) trunk-ipsilateral leg component to fit the patient's angled aortic neck. No treatment was performed and the decision was made to monitor the patient. The patient tolerated the procedure.